Event description:
It was reported a proximal femur fracture. Surgical plan was to back the stem out a few millimeters and cable the femur. Stem implanted less than a week.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated it was reported that approximately one week post implantation a revision was performed due to a proximal femur fracture. There is no report to indicate how the fracture occured. Additionally, there are no supporting medical documents provided for review. There is no report of the patient's current condition or how the procedure was tolerated. No further clinical assessment can be performed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.